Event description:
Noticed an odor at first onset of using CPAP nightly. Much different experience than was accustomed to during previous years of use. Also noticed white granular particles building up on the charcoal filter so much so that the air was not getting through the charcoal filter to the disposable filter. Could not use a disposable filter due to lack of air flow. This continued on and became the new normal in using my dream station. I knew something was not quite right and mentioned it to my pulmonologist on (B)(6) 2021 during a routine follow up visit. He never mentioned anything about a recall at that time but did inform me that if the situation with the CPAP machine continues to be bothersome to let him know. Now, today (B)(6) 2021 I am informed by my medical equipment supply provider during a phone call to reorder supplies that the maker of my CPAP machine has a major recall. Will this unfamiliar odor and particles now cause me health issues? How will I be able to use my CPAP machine nightly when it is now a heath risk? Something that is supposed to help me nightly has now become a potential hazard. FDA safety report ID# (B)(4).